Manufacturer narrative:
E1- initial reporter phone: (B)(6).

Event description:
It was reported that the balloon ruptured. The 45% stenosed target lesion was located in the vascular severe and moderately calcified anterior descending branch. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured after being pressurized to 4-6atm. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.